Event description:
The customer reported that insulin squirted out during the manual prime process, and the insulin pump alarmed. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No alarm noted during testing.